Event description:
It is reported that in 2006, during total shoulder replacement surgery, the provisional construct became stuck in the humeral canal and required 30 minutes to remove with great difficulty.

Manufacturer narrative:
No device or x-rays were returned for evaluation. Manufacturing records are intact, conforming and indicate that the product was manufactured and packaged to spec.